Event description:
It was reported the customer had cracks on the display window of their insulin pump. No additional information provided.

Manufacturer narrative:
Pump was received with cracked display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.